Manufacturer narrative:
Correction: event date updated to proper value. The event date is estimated as the event was reported to have occurred in the week previous of the aware date. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and could not confirm the reported issue. The system performed as intended. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in an cranial resection case, the navigation system became unresponsive during the register task. All the pointmerge points had just been stored when the system became unresponsive and was no longer able to click or accept the points. The system was rebooted and the case was able to proceed. There was no impact on patient outcome and there was a reported delay to the procedure of less than 1 hour due to this issue.